Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.50 x 28mm synergy megatron drug-eluting stent was advanced for treatment. However, during procedure, the stent fell off from the balloon. The device was replaced with another agent and the procedure was completed. There were no patient complications, and the patient fully recovered.